Manufacturer narrative:
(B)(4). The results of this investigation concluded there was a tear observed in cusp 3, and organizing surface fibrin and surface histiocytes was found on all three cusps. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the tear, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
This 31 mm sjm epic valve was implanted on (B)(6) 2015. The patient presented in clinic with cardiac failure and shortness of breath. On (B)(6) 2015 the valve was explanted secondary to mitral incompetence and replaced with a sorin pericardial valve. A cusp tear was noted on the explanted valve. The patient was reported to be stable.